Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Handle was pulled back slowly on deployment. Only one needle presented. Cardiologist attempted backdown, but the needle was protruding slightly and the cardiologist thought that it might have nicked the artery on removal of the device. The pt was managed successfully with standard manual compression. The returned device was inspected and performance testing completed. Inspection revealed that the needle had stalled in the barrel. Investigation of the mfg records revealed a nonconforming part in the subject lot, and this nonconformance could occasionally result in needle stalling within the barrel of device. Only six reports of this occurrence have been rec'd out of approximately 1950 devices used worldwide since product launch in the united states. This report is being filed as malfunction as pt was sucessuflly managed by manaual compression.